Event description:
It was reported that the left ventricular lead was dislodged, had high threshold, and was not capturing. The lead was capped and replaced. It was also reported that during the lead revision, the previously-inactivated right ventricular pacing lead was explanted due to venous occlusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.